Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Medwatch report (mw5066662) reports right shoulder revision. Reporter stated that her husband had both shoulders implanted in 2014. Within two to three months after implant, patient experienced sharp pains with the right shoulder. He went to therapy and recovered but still continued to have pains. His doctor kept saying, he is better than he was before. The doctor cleared him for work in 2014. Patient worked for six months and in 2015 had to stop work due to severe pains with both his shoulders. When patient went to the doctor, he did no x-rays or MRI testing. Finally, in 2016, he went to another orthopedic doctor who did MRI and x-rays and discovered that the arm was not attached to the socket; it looked as though a plastic piece had become loose. In 2016 the right shoulder was revised. Reporter stated that the left shoulder will be corrected next year.

Manufacturer narrative:
An event regarding loosening involving simplex cement mix was reported. The event was not confirmed. Device evaluation and results: not performed as no product was returned. Medical records received and evaluation: not performed as insufficient medical records were provided for review. Device history review: indicated all product was manufactured and accepted into final stock on with no reported discrepancies. Complaint history review: there has been no other similar event for the lot referenced. Conclusions: the exact cause of the event could not be determined as insufficient information was provided. Further information such as pre- and post-operative x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Medwatch report (mw5066662) reports right shoulder revision. Reporter stated that her husband had both shoulders implanted in 2014. Within two to three months after implant, patient experienced sharp pains with the right shoulder. He went to therapy and recovered but still continued to have pains. His doctor kept saying, he is better than he was before. The doctor cleared him for work in 2014. Patient worked for six months and in 2015 had to stop work due to severe pains with both his shoulders. When patient went to the doctor, he did no x-rays or MRI testing. Finally, in 2016, he went to another orthopedic doctor who did MRI and xrays and discovered that the arm was not attached to the socket; it looked as though a plastic piece had become loose. In 2016 the right shoulder was revised. Reporter stated that the left shoulder will be corrected next year. The patients' shoulder devices are competitor products used with stryker cement.